Manufacturer narrative:
Patient identifier and weight not made available from the site. On 08/27/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. System performed as intended. The medtronic representative tested navigation accuracy and found it was accurate. Both imaging systems on-site were tested and found to be innacurate on 1 side each. Re-calibration of imaging system as a result. Issue resolved. On 09/02/2015 a medtronic representative, following up, conducted o-arm 1000 imaging system training at the site. The medtronic representative noted that the o-arm 1000 imaging system re-calibration re-instilled their confidence. The representative made intra-procedural recommendations, such as holding respirations during the spins, as well as, taking care of anatomical manipulation/resection prior to performing the spin. The surgeon was very receptive of the information and was pleased with the accuracy during the two subsequent procedures the medtronic representative observed. No further issues have been reported.

Event description:
A site operating room (or) representative reported that, while in a spine procedure, there was an alleged inaccuracy while navigation on the navigation system in spine software. The site did an imaging system spin, checked accuracy and everything was fine. Proceeded with navigation, and when navigating around l4, l5 the probe was showing above cortical bone. When navigating s1, the probe was showing 5-6 millimeters past the cortical bone. The site representative noted that the skin around the reference frame was getting pulled around a lot, at one point noted it moving 0.5 inches in relation to the skin. The frame was located on l3 spinous process. They re-spun the patient once this inaccuracy was noticed. After this spin they were able to proceed with no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.